Manufacturer narrative:
Further information was requested, but was not made available, thus it remains unclear if the dentist replaced the affected implant immediately. As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. The implant loss will be reported separately via asr. Torsion fracture possibly caused by wrong implant bed preparation.

Event description:
In this event it was reported that a dentist placed an ankylos plus implant on (B)(6) 2012 in region l19 (#36). When he tried to remove the adaptor placed in the cover screw of the implant, the tip of the ankylos insertion instrument fractured. The fractured tip stuck in the adapter.